Manufacturer narrative:
The returned samples and lot number of this event was received. The DHR was reviewed without any similar issue, the retained sample was tested and meet the specification. The returned sample was tested and they met the specification. The issue can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported that the orange cap on the syringe is sticking so that when you remove the cap the safety mechanism comes up as well and locks over the needle. They have to waste the needle with the insulin.